Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 05/07/2017. The device was returned to the manufacturer. Device inspection was performed using 12x magnification shows that the product is damaged, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 17.5 diopter intraocular lens (iol) was explanted from a male patient's left eye as the physician decided to exchange the diopter power. The lens was replaced with the same model lens with a higher diopter power. There was no incision enlargement, vitrectomy, or capsule tear reported. Furthermore, the patient is doing well. No further information was provided.